Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system controller pcb assembly and user interface pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently has a completely white display and the buttons do not respond. In this state, the device would be inoperative and defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.